Manufacturer narrative:
Device evaluation: the cold pixel phenomenon occurred during the case.

Event description:
It was reported that during an ablation procedure, the laser power was set to 128% and cold pixels appeared near the probe tip. The power was then turned back down to 100%, and the cold pixels went away after 2-3 acquisitions. There were no patient complications reported in relation to this event. If additional information is received, a follow up report will be submitted.